Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an unknown procedure the patient began leaking. Procedure had been completed with a single device and unspecified gst reloads that showed no issues during the procedure. The patient's current status was unknown.

Manufacturer narrative:
(B)(4). Additional information received: during a phone call with account, the risk manager indicated that he is aware of the procedure in question but stated they were not directly related to the surgical equipment and so he felt he had nothing to report. No devices were provided to him for investigation.